Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. However the insulin pump had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, a partially faded serial number label and a pillowing keypad overlay. The analysis was unable to perform the displacement test due to missing retainer. The test reservoir and infusion set does not remain locked in place due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 180 mg/dl. The customer stated that o ring in her insulin pump came out of the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.